Event description:
It was reported that a pt presented for an abdomen/pelvic CT study. After the injection and scan had been completed, the pt complained of pain in the arm. A large swelling was found directly underneath the eda patch. The attending physician estimated that of the 180ml total volume injected, 150ml extravasated. The pt was treated with warm compresses and elevation of the arm. Follow up with pt the next day confirmed no serious after affects.